Manufacturer narrative:
Subject instrument has black discolorations on the beak; there is a piece missing from the right side of the beak. The shaft has dents and is bent. There is residue from scope stuck to the interior of the sheath right at the point where the piece is missing. Instrument is approx 10 yrs old, and we suspect the beak has been replaced by a third party.